Event description:
It was reported that during a craniotomy, the disposable perforator slipped out of the drill and became embedded in the pt's skull. A small b2 type drill and hand held instruments were used to remove the perforator. Pt suffered contusion but no significant injury.